Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. Tube got detached from connector. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.